Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the green sureform 45 reload involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint, "stapler misfired when firing over previous stapler fires, knife blade did not deploy, and staples were open and did not form." Fa noted that even though the reload did not show a firing failure, as the shuttle track and knife has reached the distal end of the cartridge, a bunch of staples were observed lodged at the garage track and did not form properly. The individual staples were mangled amongst each other and did not form an ideal "b-shaped" formation. Fa noted that the reload appeared as it was fired over a stapled line, causing a bunch staples to be lodged. Fa found the primary failure of reload, malformed staple, to be related to the customer reported complaint. Additionally, fa noted that the knife of the reload was found with an indentation to the blade edge. Thus, fa found the additional failure of the reload, damaged blade, to be related to the customer reported complaint as well. The root causes were likely attributed to the misuse/mishanlding.

Event description:
It was reported that during a da vinci-assisted esophageal hernia surgical procedure, the sureform 45 (sf45) stapler instrument misfired. When the sf45 stapler instrument fired over a previous staple fires, the knife blade did not deploy, and staples were open and did not form. The procedure was converted to laparoscopic and completed with no report of patient harm, injury, or adverse outcome.